Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with two unspecified mentor saline breast implants experienced bilateral capsular contracture (grade unknown) and suffered several unexplained systemic symptoms postoperatively. The symptoms were lung infection, asthma, little energy, inflammation, joint pain, food intolerances, and plantar fasciitis. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2018. The patient stated that her symptoms were improved after the removal surgery. However, the patient continues to experience little energy. The devices were inadvertently discarded and are not available for product evaluation. The implantation and event dates were estimated as (B)(6) 2007 and (B)(6) 2018 respectively based on available information. This report is for the left-sided prosthesis.